Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using a lantern delivery microcatheter (lantern) and a non-penumbra microcatheter. During the procedure, the physician advanced the non-penumbra microcatheter into the desired location. Next, the physician removed the microcatheter and switched to a lantern. While advancing the lantern to the target location, the physician noticed the radiopaque marker of the lantern was not moving. Therefore, the physician injected contrast through the lantern and noticed contrast was exiting around the middle of the lantern. Subsequently, the lantern had broken into two separates pieces in the avm. Therefore, the physician used a snare device to remove the broken end of the lantern. The procedure was completed using a new microcatheter and ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced at an extreme angle during use, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. Evaluation also revealed ovalization and a kink on the distal shaft. This damage was incidental to the reported complaint and may have of occurred during snaring of the device upon removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.